Event description:
Medtronic received information via literature regarding risk factors and outcomes of endocarditis after transcatheter pulmonary valve replacement (tpvr). All data were collected from multiple centers between july 2005 and march 2020. The study population included 2,476 patients who were predominantly male with a mean age of 20 years and mean weight of 61 kg. Multiple manufacturer¿s devices were implanted in the study population. Among all patients, 215 patients had an existing medtronic contegra valved conduit as part of a prior right ventricular outflow tract surgical repair. Among all patients, 2,038 patients underwent tpvr using medtronic melody bioprosthetic valves (unique device identifier numbers not provided). Echocardiography and direct visualization during surgery, as well as blood cultures, were used to diagnose endocarditis. Among all medtronic melody patients, 10 deaths occurred, due to bacterial endocarditis. Most of the patients presented to the hospital in extremis with moderate-severe rvot obstruction, severe right ventricular (rv) dysfunction with a need for extracorporeal membrane oxygenation (ECMO) and/or ventricular assist device (vad) support. Based on the available information medtronic product was directly associated with the deaths. Among all medtronic melody patients, adverse events included: bacterial/fungal endocarditis requiring hospitalization, antibiotic treatment, heart catheterization with stent placement and surgical/transcatheter pulmonary valve replacement. Based on the available information medtronic product was directly associated with the adverse events. Among all medtronic contegra patients, adverse events included: bacterial endocarditis requiring hospitalization, antibiotic treatment, heart catheterization with stent placement and surgical/transcatheter pulmonary valve replacement. Elevated transvalvular gradients and moderate-severe pulmonary stenosis/obstruction/regurgitation requiring tpvr. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: mcelhinney d.; et al. Multicenter study of endocarditis after transcatheter pulmonary valve replacement. J am coll cardiol., 2021 aug 10; 78(6):575-589. Doi: 10.1016/j.jacc.2021.05.044. Pmid: 34353535 earliest date of publish used for date of event and date of death. Medtronic products referenced: melody (PMA# p140017, product code: npv); contegra (PMA# h020003, product code: mwh). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.